Event description:
It was reported to philips that the ECG port connector was worn. There was no patient involvement.

Event description:
It was reported to philips that the ECG port connector was worn. There was no patient involvement.